Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 550 mg/dl. The customer declined tandem technical support's offer to troubleshoot. The customer thought that she might be insulin resistant and would discuss the event with a healthcare provider. No additional information was provided.